Manufacturer narrative:
Additional information was received that the patient's battery was not working. No device malfunction was suspected.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. The patient will undergo a revision procedure.